Event description:
It was reported an angio-seal was selected for use. A patient experienced an arterial bleed at the puncture site (date unknown) and had to be readmitted to the hospital. The patient received manual compression to re-achieve hemostasis and was discharged from the hospital at a later date. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.